Manufacturer narrative:
Qn#: (B)(4). The customer returned one cvc catheter for analysis. Signs-of-use in the form of biological material was observes inside the catheter body. After failing functional testing , visual analysis revealed a crack on the distal luer hub. The crack appears to start on the molding seam but deviates further down the luer hub. No other defects or anomalies were observed. A lab inventory syringe filled with water was attached to both extension lines and flushed. When testing the distal lumen, water was observed leaking out of the crack in the luer hub. No defects or anomalies were observed when testing the proximal lumen. Performed per IFU statement "prepare the catheter for insertion by flushing each lumen and clamping or attaching the injection caps to the appropriate extension lines. Leave the distal extension line uncapped for guide wire passage". A manual tug test confirmed that the extension lines were secure within their respective luer hubs and juncture hub. Likewise, the catheter body was secure within the juncture hub. The distal brown hub was inserted over luer gage. Despite the evidence of cracking, the distal hub appeared to fall within the size specifications. Manufacturing was contacted as part of this complaint investigation. Additional testing was performed to try and recreate the observed damage. Failure mode replication was not possible. Manufacturing also indicated that the catheters go through 100% inspection for this type of damage. Therefore, manufacturing could not have caused or contributed to this event. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "check lumen placement by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed. Connect all extension lines to appropriate luer lock line(s) as required. Unused port(s) may be "locked" through injection cap(s) using standard hospital protocol. Slide clamps are provided on extension lines to occlude flow through each lumen during line and injection cap changes". The complaint of a cracked luer hub was confirmed through complaint investigation. Visual and functional analysis revealed that the distal luer hub contained a large crack that started at the seam but deviates as it travels down the hub. Confirmation from manufacturing revealed that this damage could not have been caused during the manufacturing process. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the comments from manufacturing, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The physician reported that there was a leak in the catheter hub during the procedure. The problem was observed after puncturing the deep vein. It was reported the doctor used a new kit. No report of patient harm.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The physician reported that there was a leak in the catheter hub during the procedure. The problem was observed after puncturing the deep vein. It was reported the doctor used a new kit. No report of patient harm.